Manufacturer narrative:
As soon as ellex medical became aware of the incident, ellex has tried to get in touch with the distributor for further information on device verification and patient status. However no further information has been provided to ellex apart from those included in this report. Although the distributor has informed that the device was checked and there was no device problem; ellex has not received a formal record of the verification till date. With respect to the lens pitting , it was informed that pitting involved only the iols which can rarely cause any damage to the iols. It is assumed that the incident occured due to operator error as it was found that a zero offset was being used which was the reason of this event. On advice to increase the offset, the performance was better. The general device aspects with respect to usability, instructions for use and the risk controls were evaluated . Adequacy of device design : indications of parameters relevant to safety: anterior and posterior offset located on the laser head control knob are letter and colour coded. Accuracy of controls: offset range is well defined with the required tolerance. Adequacy of labelling: operator manual (included in attachment) includes sufficient instructions, warnings, precautions for the safe use of the device and the labelling is considered adequate. Risk management: review indicated that the risk control measures (ra tango reflex-08 in attachment) are adequate and within the normal use risk levels are acceptable. Customer complaints: the device has been in use for approximately 1.5 years from the date of manufacture, no other untoward incidents related to device use were reported apart from this event. Any subsequent findings will be updated through a follow-up report. The report has been delayed due to non-availability of adequate information for reporting.

Event description:
The event occured in (B)(6). Some minor adjustments (adjustments to the centre point of rotation (focal point) and aligning the aiming beams to the burn pattern) were made on a tango by the service engineer. After the service, the customer is complaining that they are pitting the lens(iols) at an alarming rate.